Manufacturer narrative:
The device is expected to be returned for analysis. However, the device has not been received. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex with shield failed to open in the middle and proximal section. Therefore, the device was retrieved. No patient injury was reported to have occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex with shield was returned for evaluation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pipeline flex with shield braid appeared to be fully opened with no damage. No bend was found on the pushwire. No damages were found with the catheter, tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the customer¿s photos, the customer report of failure to open at the middle section and failure to open at the proximal end were confirmed. However, based on the returned device, the complaint could not be confirmed. The event cause could not be determined as the returned pipeline flex with shield braid appeared to be fully opened with no damage. The reported that the device was attempted to be placed in a bend in the anatomy. Possible cause includes patient¿s vessel tortuosity. It is not recommended to initiate deployment of the device on a curve. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex with shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it.¿ no evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.